Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling without duplicating a malfunction to the device. The lcd display was replaced as a precaution. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults associated with a device malfunction. No trend is associated with reports of this type.